Manufacturer narrative:
Evaluation summary: during service by baxter, the technician found and confirmed that the stop and open buttons on the pumphead module keypad were not working. The pumphead module keypad was replaced to fix the problem and the pump was returned to the customer full operational. This tissue is being investigated under CAPA.

Event description:
A baxter service technician reported finding a colleague infusion pump with open and stop buttons not working on the pump head module keypad. This event occurred during product evaluation. There was no patient injury or medical intervention necessary. (Uim master software version is 5.09.90, categorized as colleague 2006).